Manufacturer narrative:
(B)(6).

Event description:
It was reported that the right ventricular lead exhibited low r-wave amplitudes. The pace/sense portion of the lead was capped and replaced. The defib portion remains active. The patient was in stable condition following the procedure.